Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients meter and test strips have been returned: the lay user/patient¿s meter was evaluated by lifescan product analysis with the following findings: no error message is observed during taking tests and obtain the readings. Unable to duplicate the error during the investigation. The test strips involved with this complaint were evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.